Manufacturer narrative:
Device evaluation: two pictures were provided and they were evaluated. The cartridge was observed correctly engaged into lower body of the pcb00 device. Residue of viscoelastic could not be identified in the photos. The presence of the intraocular lens (iol) inside the pcb00 device could not be verified through the photos provided. A stress mark or a crack at one side of the cartridge tube, across the tip was observed. The condition of the cartridge is consistent with a unit where the iol or the rod tip, protruded through the cartridge during the advance of the plunger component, creating a crack at the tube and tip sections. The customer's reported complaint for cartridge cracked was verified, however there is no indication that the issue is related to manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: not applicable as the lens was inserted and removed. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it was discarded by the customer. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the preloaded delivery system (model pcb00) had plunger rod issues. Patient contact was reported. Additional information was received and it was learnt that the cartridge tip was at the incision site (in the left eye of the patient) and the plunger was being advanced slowly. The surgeon commented that there is normally a build up of resistance until the plunger gets locked (with a click sound), after which the lens is then advanced by rotating (screwing) the plunger. Reportedly, in this occasion all the resistance was lost just prior to the click. The plunger moved a fraction further to its final position but there was no click. The plunger stopped at the correct spot but the lens was propelled across the anterior chamber, into the capsular bag and through the capsular bag. It remained visible under the nasal aspect of the iris; clear but not in a centerable position. The lens was moved into the anterior chamber; it was then cut and removed from the patient's eye. The incision was enlarged slightly to allow the non-amo replacement lens to be placed into the sulcus with anterior cortical cataract capture. No suture was required. The patient was reported as stable when she left the operating room. The patient's iop (intraocular pressure) was reported being high. The surgeon commented that after looking at the cartridge later, there was a crack on the left side. It looked like it separated/split/was peeling back from the tip and believed to be what imparted the force to squirt the lens out of the injector as the plunger was not yet fully advanced or screwed forward yet. The product was discarded by the customer. No further information was provided.